Event description:
A biorci interference screw (8x30mm) broke in the femur during a soft tissue graft fixation. The surgeon was able to retrieve the broken piece using the driver. It was reported that the bone was hard and surgeon did not use the starter. A 15 minute delay was reported, and surgery was completed using a back-up device. It was reported that there was no patient injury or procedural complications.